Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during un-packaging of a 4.0x23mm rx vision coronary stent system it was noted that the stent dislodged. The device was not used and there was no patient involvement. Another unspecified sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.